Event description:
It was reported that the patient died on (B)(6), 2012 due to pneumonia. The reporter stated that ¿he could not fight off infections and the suture wound did not heal in his stomach¿. It was later reported that the cause of death was sepsis. It was reported that the infection started in the urine and spread ¿every where¿. There was no infection in the pump pocket, but blood was found there. The pump system was removed as it was thought to be a potential feeder for the infection but it was found that was ¿not the case¿. A fluid sample was taken from the pump pocket and was cultured but ¿nothing grew¿ on the culture. The pump system was not in place at the time of the patient¿s death. The medication used in the pump was lioresal (baclofen) 2000 mcg/ml at a dose of 360 mcg/day. No other information was provided.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).